Manufacturer narrative:
Additional info has been requested. Device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a scapholunate reconstruction procedure, the 1.25 mm threaded guide wire broke as the surgeon was passing the 2.0 mm cannulated drill bit over it. The tip of the guide wire was left in the pt.